Event description:
The new medical technology 1 cc/ml, 27 g x 1/2" safety syringees that come included with the fuzeon kits malfunction frequently. The needle retracts part way through the injection and wastes the dose of drug. The syringes used for the three previous years during the clinical trial worked flawlessly. These were exel 3 ml disposable syringes with luer lock tips. Rptr mixed the durg with a 25 g tip and then replaced the tip with a 27 g needle. Reporter never missed a dose while using this syringe. However, since fuzeon was approved by the FDA reporter has been receiving the kits with the nmt syringes and has missed about a dozen doses over the last few months. The pharmacy tells them that the FDA must approve any changes to the kits, so that is why rptr is writing. They also tell rptr that other pts are having trouble with the nmt syringes. Rptr hopes FDA will approve a change to the kits and use a syringe that works properly.